Manufacturer narrative:
Review of manufacturing and sterilization records of involved batches did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue.the manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to dislocation. Patient clinical history summary is the following: (B)(6) 2025: original surgery with (B)(6) components (finned stem dia. 19 mm l. 80mm pn 1304.15.190; 140° humeral body reverse pn 1352.15.011; extension for humeral reverse body pn 1352.15.001; smr reverse liner +3mm pn 1360.50.815) and djo altivate glenoid components. (B)(6) 2026: revision surgery for humeral stem loosening (previously reported with reference MFR. 3008021110-2026-00183) was performed to replace all existing components with new ones (on the humeral side the above mentioned components were replaced with finned stem dia. 20 mm l. 80mm pn 1304.15.200; 140° humeral body reverse pn 1352.15.011; and smr reverse liner +6mm pn 1360.50.820). (B)(6) 2026: revision surgery for shoulder dislocation (reported with reference MFR. 3008021110-2026-00195) was performed replacing the above mentioned 140° humeral body reverse and smr reverse liner +6mm with new extension for humeral reverse body (pn 1352.15.001, lot 2539123, sterilization 2600021), 140° humeral body finned reverse (pn 1352.15.051, lot 2541489, sterilization 2600021) and smr reverse liner standard (pn 1360.50.810, lot 25at2x3, sterilization 2500203). (B)(6) 2026: revision surgery for shoulder dislocation (hereby reported) was performed replacing the recently implanted extension for humeral reverse body, 140° humeral body finned reverse and smr reverse liner standard with new components (extension for humeral reverse body pn 1352.15.001, humeral body finned reverse pn 1352.15.050 and smr reverse liner retentive +6mm dia40mm pn 1365.50.821). In all surgeries the djo altivate glenospheres were replaced as well. Patient is male, date of birth (B)(6) 1961. The event occurred in the united states.